Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to a product performance issues. This lead was successfully replaced. No additional adverse patient effects were reported.